Event description:
Handle broke with no significant injury; however, if it were to recur there is a potential to cause significant injury - choking hazard.

Manufacturer narrative:
The product used was either mentadent white and clean manual toothbrush soft (B)(4) or mentadent white and clean manual toothbrush medium (B)(4). Note: report being made beyond 30 days as result of a retrospective review of complaints similar to recent complaints.